Event description:
While on a pt, the nurse noticed a burning smell and found the pump was hot to touch. The devices were sent to the biomed. The biomed found that the iuis between the pc unit and pump module connection were melted. When he turned on the pc unit, it had an error code 133.6090. There was no harm to the pt and medical intervention was not required. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted with the evaluation results once the investigation has been completed.